Event description:
It was reported that (1) tlc55 was used during a right hemicolectomy procedure. It was reported by the rep that the tlc55 fired appropriately with the first cartridge. With the first reload, it locked out. Opened another device to complete the case. There was no consequence to the pt.